Event description:
Same case as: 2134265-2009-06125. It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis and a myocardial infarction occurred. The patient presented with chest tightness and coronary syndrome. A 2.75x32mm and 3.5x12mm taxus express2 drug eluting stents were deployed in the lesion in the left anterior descending artery. No patient injuries or complications were reported. The patient took plavix for approximately 18 months following the procedure. Over 3 years post procedure, the patient presented with a myocardial infarction due to in-stent thrombosis of the prior placed stents. The patient underwent "cardiac treatment." No further patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.